Event description:
It was reported that the procedure was to treat a right coronary artery (rca). A 3.5 x 48 mm xience pro was advanced to the lesion but could not cross. The device was removed and pre-dilatation was performed with a 2.5 x 20 mm unknown balloon catheter and the guide wire was changed to a balance heavyweight (bhw). A 3.5 x 18 mm xience prox stent was deployed in the mid rca causing a distal edge dissection. The dissection was treated with the stent delivery system of the implanted stent. A 3.5 x 12 mm xience pro stent was implanted in the proximal rca overlapping the stent in the mid rca. Another 3.5 x 12 mm xience pro was implanted in the ostial rca overlapping the stent in the proximal rca to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro x everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro x is currently not commercially available in the us.